Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the last sensor alarmed to be changed after 2 calibration errors. The customer's sensor glucose level was 50 mg/dl while blood glucose was 180 mg/dl. The customer stated that the values with the sensor never matched the blood glucose. The product was not returned for analysis.